Event description:
Reported blood glucose results of "181 mg/dl and 23 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A check strip test passed within specs. The meter, test strips, and control solution are being replaced.